Event description:
Boston scientific received information that this right ventricular lead displayed high pacing impedance measurements. A conductor fracture was observed via fluoroscopy. A lead revision procedure was performed and the lead was cut and capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.